Event description:
Customer's father reported customer's insulin pump has a crack on the reservoir compartment and it will not hold the reservoir in place. Customer's blood glucose is 453 mg/dl. She has been treating through the device. There is crack on the top of the reservoir compartment. Customer noticed the damage yesterday, when her blood glucose was high. The battery has to be changed every three to four weeks. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer declined troubleshooting for high blood glucose and the battery issue. Nothing further reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. All operating currents are within specification. Insulin pump passed self test. No unexpected low battery alarms noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and missing end cap sticker.